Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence, discomfort and migration are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence and discomfort. A revision surgery was performed in which physician confirmed that the pump migrated from the scrotum into the perineum. The device was explanted and replaced with a new pump and cuff. There were no further patient complications.